Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 435 mg/dl and 476 mg/dl and the insulin pump had blank display. Customer was assisted with troubleshooting. Customer did not experience any symptoms related to high blood glucose level. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was treated with manual injection. Customer was neither in emergency room, admitted into hospital, or emergency medical service dispatched as a result of high blood glucose level. The contacts on battery cap were not missing or damaged. The battery compartment or spring was not damaged or corroded. The insulin pump will not be returned for analysis.